Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, leak through intact valve.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "leak through intact valve". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Clarification to a6: race reported as "hispanic". Additional, changed, and/or corrected data: a5, a6, d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as surgical damage and delamination on the diaphragm valve assessed as adhesive failure. . As per the investigation procedure, crease completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "leak through intact valve". This record is for the left side. Device was explanted and replaced.